Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device service required.

Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on the (B)(6) 2015 and performed to specification up to the (B)(6) 2016. The device records several self-test fails after this date due to a real time clock error. On receipt the pad clock failed to increment and a nonsensical date and time were displayed. This would confirm the real time clock error shown in the history log. A test pad-pak was inserted and the device was manually power cycled, however no status led was visible. The device powered off with a warning device service required prompt issued, again no status led flashed. This confirms the reported fault. A test shock was delivered without fault and an acceptable measurement was recorded. No status led flashed throughout. Upon visual inspection of the returned device the lower casing appeared damaged with a small split observed on the edge of the casing. Investigation found the reported fault can be attributed to a partially detached coin cell resulting in real time clock failure. The coin cell may have become damaged as a result of impact to the device as indicated by the split observed in the casing.